Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episodes and determined these to be inappropriate due to far-field oversensing of the ventricular signal by the right atrial (ra) lead. Ts suggested reprogramming the cross-chamber blanking period as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.